Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient experienced atrial over-sensing. The atrial refractory was adjusted in addition to max sensitivity. The patient was stable.